Manufacturer narrative:
(B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2010, debranching surgery was performed on the aortic arch artery branches, and a non-gore manufactured stent graft was implanted in the aortic arch artery to treat a thoracic aortic aneurysm and a stanford type b dissection. The procedure was concluded with a plan to extend the non-gore stent graft with a gore tag thoracic endoprostheses distally the next day. On (B)(6) 2010, a gore tag thoracic endoprosthesis (tgt2815/6970813) and two physician customized non-gore stent grafts were implanted. The patient tolerated the procedure. On (B)(6) 2010, follow-up computed tomography (CT) scan showed a type ii endoleak from the left subclavian artery, which was covered by a non-gore manufactured stent graft. The aneurysm diameter measured 59mm. On (B)(6) 2010, coil embolization was performed on the left subclavian artery. On (B)(6) 2010, the persistent type ii endoleak was identified. The aneurysm diameter measured 63mm. On (B)(6) 2010, images showed the type ii endoleak had resolved. The images also revealed a minor type iii endoleak from the junction of the gore tag device and a physician customized non-gore stent graft. No reintervention was performed. On (B)(6) 2011, the images showed the type iii endoleak had resolved without intervention. The aneurysm diameter measured 66mm. On (B)(6) 2012, a follow-up CT scan showed no endoleak. The aneurysm diameter measured 61mm.